Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sizer handle was fractured during a procedure. Attempts have been made and no further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned provided picture identified the alliance sizer handle is pictured and what is visible matches the associated current print. The collet feature is slightly deformed, but the plunger feature is not visible. The plastic handle also appears to be coming off the shaft slightly, but it cannot be determined if this is due to the angle of the photo. Etch is not visible. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.